Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited decreased pacing impedance following pocket closure. In addition, there was noise on the right ventricular channel, which was oversensed and caused pacing inhibition.